Event description:
It was reported the patient presented during implant procedure. During surgery, the right ventricular lead exhibited high capture thresholds. While attempting to reposition the right ventricular lead, the helix stopped extending. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was overtorqued and one filar was broken/separated consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing found shorting between conductor paths due to the overtorqued inner coil inside the connector region. The cause of the reported events was due to the overtorqued inner coil and helix being clogged with blood/tissue.